Event description:
A low positive immulite 2000 psa result was obtained on a patient sample. Multiple retesting of the patient sample resulted in higher psa values. The low psa result was not reported to the physician. Patient treatment was not altered and there was no report of adverse health consequences due to the discordant low psa assay result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the low discordant psa result is unknown. No further evaluation of the device is required.